Manufacturer narrative:
(B)(4). The device was manufactured november 12, 2014 to november 13, 2014. The device was received for evaluation. Visual and microscopic inspections were performed and revealed black particulate matter, approximately 0.01 square mm in size, embedded in the stress member. The particle was not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on its reservoir. This was noted before patient use. The device had been filled with fluorouracil. There was no patient involvement. No additional information is available.